Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that the inner, sterile packaging was welded together with the outer package. The surgery staff did not expect that and the product nearly fell to the floor during surgery. As there is always only one implant per size delivered, there would have been no replacement part for the ongoing surgery.